Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Femoral sizing guides are old and worn. The numbers are no longer legible. Need to be replaced. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found the attune mes sizing/rot gde had the top red knob broken. The broken fragment was returned for investigation. The allegation of illegible etch and foreign substance cannot be confirmed. No other defect was found. From previous complaint investigations it was identified that high residual stresses in the radel overmould material used in the attune intuition family of instruments resulted in crack propagation and breakage of the overmould features. Due to the material failures caused by residual stresses within the polymer, this product issue was addressed through depuy synthes quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resists the propagation of cracks. The current device was manufacture prior to the implementation of the new design. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would contribute to the complained device issue. Based on the investigation findings, root cause can be traced to design, this product issue was addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9 h3.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral sizing guides are old and worn. The numbers are no longer legible.